Event description:
A 3x1000 ball tip wire broke inside the patient. A bend was placed in the end of the guide wire prior to insertion, the patient had extremely hard bone and after the guide wire was part way in they used the 10mm entry reamer to ream over the wire. When they did this they notched the wire and when they tried to push it down the canal the wire broke. About a 2 inch piece of the wire was left inside the patient, without doing further damage.

Event description:
A 3x1000 ball tip wire broke inside the patient. A bend was placed in the end of the guide wire prior to insertion, the patient had extremely hard bone and after the guide wire was part way in they used the 10mm entry reamer to ream over the wire. When they did this they notched the wire and when they tried to push it down the canal the wire broke. About a 2 inch piece of the wire was left inside the patient, without doing further damage.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of the manufacturing documents revealed no deviation. Evaluation revealed no evidence for discrepancies in material or manufacturing. As the device itself was not available for evaluation the event description is the only source for the root cause. A more precise statement could not be given based on the available information. Based on available information it could be assumed that this event is not device related.